Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when preparing for a generator change-out for normal eri, atrial lead dislodgement was observed under fluoroscopy. An elevated capture threshold was observed. The lead was capped and replaced on (B)(6) 2019. The patient did not complain of any symptoms and was stable post-procedure.